Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive with visible lines across the display, consistent with a display malfunction of the user interface component. Symptoms included no alerts or alarms from the device and no reported blood glucose impact. Outcomes included shipment of a replacement device and instructions to shut down the original unit, continue cgm monitoring via dexcom app or receiver, and return the affected device using the provided label. Investigation included collection of user reports and request for supporting imagery. Investigation of this case revealed a suspected display hardware failure affecting touch responsiveness and on-screen rendering. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.